Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator required to replace the compressor. The field service engineer replaced the compressor and assisted the pharmacist in removing the temporarily installed remote manager. The fse verified with the customer that the refrigerator was functioning without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had a drawer was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.